Manufacturer narrative:
The fse evaluated the instrument. The fse found that the tubing at the upper port of the probe wipe was worn. The fse replaced the tubing, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the coulter act 5diff al instrument. The volume of the leak was about 2 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.